Event description:
Additional information was received confirming this lead has sustained a fracture and was subsequently removed from service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding the revision procedure noting that the physician cut the lead during dissection and the lead retracted into the pocket and has exposed wire that could not be reached. A boston scientific technical services consultant discussed the possible issues of the exposed wire. The lead was capped and abandoned without further incident. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no capture and impedance measurements greater than 2500 ohms in bipolar and unipolar configurations. A review of the daily measurements revealed an increase from 360 ohms to greater than 2500 ohms over a three month time period. No adverse patient effects were reported.

Manufacturer narrative:
The caller will discuss the clinical observations with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.